Event description:
It was reported that patient underwent a right knee arthroplasty on (B)(6) 2010 implanting an orthopedic salvage system. Subsequently, patient was revised on (B)(6) 2009 and (B)(6) 2009 due to suspected infection. Patient underwent a third revision procedure on (B)(6) 2010 due to unknown reasons. Patient was further revised on (B)(6) 2014 due to a fractured yoke. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrections in the event description and additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right knee arthroplasty on (B)(6) 2008, implanting an orthopedic salvage system. Subsequently, revision procedures were performed on (B)(6) 2009 and (B)(6) 2009 due to suspected infection. Patient underwent a third revision procedure on (B)(6) 2010 due to an unknown reason. A final revision procedure was performed on (B)(6) 2014 due to a fractured yoke. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-07982 & 1825034-2015-01815 / 01817).